Event description:
The complaint received states that during use the deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530 / c17075) was impeded in the microcatheter. The physician felt strong resistance during insertion. Other coil passed smoothly. He used the same size coil and it didn't make any problem. There was no report of injury for the patient. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no damages noted when the complaint device was removed from the patient. An adequate flush was maintained throughout the procedure. An sl-10 stryker microcatheter was used. Two presidio coils were successfully delivered prior to the reported event. A target nano coil was successfully delivered with the same microcatheter after the reported event. The event occurred in the proximal shaft of the microcatheter. Only the complaint device was removed and there was no loss of target site. There is no target site or patient demographics information available.

Manufacturer narrative:
The complaint received states that during use the deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530 / c17075) was impeded in the microcatheter. The physician felt strong resistance during insertion. Other coil passed smoothly. He used the same size coil and it didn't make any problem. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no damages noted when the complaint device was removed from the patient. An adequate flush was maintained throughout the procedure. An sl-10 stryker microcatheter was used. Two presidio coils were successfully delivered prior to the reported event. A target nano coil was successfully delivered with the same microcatheter after the reported event. The event occurred in the proximal shaft of the microcatheter. Only the complaint device was removed and there was no loss of target site. There is no target site or patient demographics information available. There was no report of injury for the patient. The coil was not returned. It was mechanically severed from the detachment fiber. The proximal end of the resheathing tool was severed and not returned. The fracture is ductile in nature requiring external force. No material defects were found. The device positioning unit (dpu) and sheath were separated from each other prior to insertion into the hoop. Located 45.0 centimeters off the proximal end is a severe kink to the core wire. Located 3 millimeters and 1.1 centimeters off the distal tip of the dpu are sections of buckling and compression damage. The locking mechanism exhibits compression and stretching damage. The evidence suggest that two possible contributing factors to the strong resistance that was felt during the attempted insertion of the coil into the microcatheter. These contributing factors may have worked separately or in tandem both producing similar results. The primary contributing factor to the coils introduction difficulty into the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to kink, for the tip coil section to be buckled and compressed in multiple sections, for the resheathing tool to sever into two pieces, the sheath damage at the locking mechanism, and for the coil to be mechanically detached. In this condition advancing the coil into the microcatheter cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the coil and the severed proximal end of the resheathing tool used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary, but equally important contributing factor to the coils strong resistance during introduction into the microcatheter may have been due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without return sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis as well as further damages noted. The confirmed complaint and the damages were not related to the manufacturing process. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issue may have contributed to the reported and discovered events. (B)(4).